Manufacturer narrative:
H6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's problem was unable to be duplicated. It was also noted that speaker beeper sound was operating as intended. Service recommended replacing main speaker front beeper for preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave n audio/alarm sound. There was no patient, or clinician injury associated with this occurrence.